Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received pump error alarm. The customer¿s blood glucose level was unknown at the time of incident. Customer was not able to clear the pump error alarm and it was a second occurrence. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with pump error 41 found in the history file due to motor voltage error from corroded motor home switch and critical pump error during testing. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error alarm.